Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The complaint device was returned on (B)(6) 2018 for evaluation. The receiver will boot up and charge. The device was visually inspected, and no defect was found. Performed share log review and no data was found. The reported event of a loss of connection was not confirmed. The complaint was not confirmed because on the incident day the rx unit and tx unit were not in a sensor session and\or paired.